Event description:
Per the clinic, the patient developed infection between surgery and activation and was subsequently treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021 and the patient has not been reimplanted with a new device as of this report.